Event description:
It was reported that the pt had their neurostimulator explanted due to various infection and inflammation issues. The pt had an appointment to see the physician but cancelled and had not been seen since the explant procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.